Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography procedure (ercp), a stent length discrepancy was noted. A 10x60 biliary endo wallstent was advanced to a lesion in the common bile duct. "The stent is 8 centimeters long instead of 6 centimeters, there is too much stent hanging in the duodenum." The stent was removed. No pt complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.